Event description:
Reported issue: there was ineffective anesthesia coverage for the procedure attributed to the denatured marcaine contained in the kits. No patient injury or consequence. The condition of the patient is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A lot number was not provided; therefore, a device history record review was performed based upon a potential lot number reported by the customer. A device history record review was performed on the bupivacaine ampule with no relevant findings. The manufacturer of the bupivacaine provided a certificate of analysis for these medication lots and the potency test result reported was (B)(4), which meets the release specifications of (B)(4). Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: there was ineffective anesthesia coverage for the procedure attributed to the denatured marcaine contained in the kits.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.